Manufacturer narrative:
Reader (B)(4) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader passed all self-test's. Further investigation was performed and the reader was de-cased. Visual inspection was performed on the de-cased reader's pcba (printed circuit board assembly) and no signs of damage, burn marks, or corrosion were observed. The returned reader battery was measured at 4.0v which, was within specification of 3.7v ¿ 4.2v. Power consumption testing was performed and the results were within specification. The reader was also monitored under thermal camera during opearation and no abnormal hot spots were observed. There was no evidence that the reader was too hot to hold. The customer did not return the charging cable or adapter at this time. No malfunction or product deficiency was identified. Dhrs for the libre reader were reviewed and kit pack DHR was reviewed for verification of correct cable and adapter. The dhrs showed the libre reader passed all tests prior to release and the correct cable and adapter was a part of the kit pack. If additional product is returned, an investigation will be performed and a follow up will be completed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-2023. Adc field action fa1005-2023 was issued to the us 09feb2023.